Event description:
Same case as manufacturer's 6000089-2006-02015 and #6000089-2006-02016. Patient underwent a left common iliac and external iliac angioplasty and stent from a right femoral approach. Following a successful cannulation of the left iliac artery, and 7 french pinnacle destination sheath was placed over a .035" guidewire. An ultra thin sds balloon was used to predilate the left common iliac. The balloon was inflated to 10 atms. A suboptimal angioplasty result was noted. The common iliac measured 9mm and therefore a 10 x 42 wallstent was deployed. The wallstent was post- dilated with the same ultra thin sds balloon. A second angiogram was performed which showed a dissection in the external iliac distal to the first stent. A second wallstent (an 8x40) was successfully deployed. The second wallstent was also post-dilated with the ultra thin sds balloon. The completion angiogram showed extravasation outside of the external iliac. The patient was sent for a CT scan, which revealed a retroperitoneal bleed. The patient was transferred to the o.r. Where the iliac artery was repaired surgically. It was noted during the surgical porcedure that the iliac was extensively calcified. The patiend was transferred to the ICU at hospital. The patient died several days later from what was believed to be a heart attack.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and not issues were noted that would have contributed to the complaint reported. Should further relevant information become available, a supplemental medwatch report will be filed.